Event description:
It was reported that during a routine device check, loss of capture and inappropriate sensing were observed on the right atrial lead. A chest x-ray was performed and it confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was stable throughout and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.